Event description:
"Dealer had to replace a set of 6630 half length bed rails. The chrome is coming off the very top of the rail." No alleged injury.

Event description:
"Dealer had to replace a set of 6630 half length bed rails. The chrome is coming off the very top of the rail." No alleged injury.

Manufacturer narrative:
(B)(4) issued mfg. Report #1531186-2012-00559. The corrections to this report are as follows: manufacturer is (B)(4). (B)(4), discomfort. Dealer did not receive a laceration, it was a very small cut that did not require any medical intervention.